Manufacturer narrative:
Corrected information received lot# changed from 8-9717-h-01 to 9-9709-h-01. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device and photographs of the device were received for evaluation. Visual inspection of the provided photos and by the naked eye of the product shows a brownish particulate matter on the outer side of the housing. The product is out of packaging. The reported condition was verified. The cause of the condition was not determined as the material analysis could not be performed because the particle is too small for analysis. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a black dot was observed on a revaclear 400 around the header of the dialyzer. This event occurred before use. There was no patient involvement. No additional information is available.